Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was believed that the embolization occurred due to the device sizing too small and imaging was poor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported device embolization was due to mis-sizing the device. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared to explant the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that an 8mm amplatzer septal occluder was selected for implant on (B)(6) 2024 to treat an atrial septal defect. Transesophageal echocardiography (tee) measured the defect as 5-7mm and according to a sizing balloon it was 7mm. Angiography and tee were used during the procedure. A stability check was performed. During the procedure it was noted that upon releasing the occluder from the delivery cable, the occluder embolized to the left atrium. The occluder was able to removed from the patient with a transcatheter snare. A new non-abbott pfo occluder was implanted. The patient did not present with any clinical signs or symptoms. The user believed the embolization occurred due to the device sizing too small and imaging not properly done. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an 8mm amplatzer septal occluder was selected for implant on (B)(6) 2024 to treat an atrial septal defect. Transesophageal echocardiography (tee) measured the defect as 5-7mm and according to a sizing balloon it was 7mm. Angiography and tee were used during the procedure. A stability check was performed. During the procedure it was noted that upon releasing the occluder from the delivery cable, the occluder embolized to the left atrium. The occluder was able to be removed from the patient with a transcatheter snare. A new non-abbott pfo occluder was implanted. There patient did not present with any clinical signs or symptoms. The user believed the embolization occurred due to the device sizing too small and imaging not properly done. The patient status was stable.